Manufacturer narrative:
Additional summary: one empty labeled winding former and a needle-suture in three sections of product code pdp305, lot pck154 were received for analysis. During the visual inspection of the needle suture piece, the swage and attachment area were noted to be as expected. However, the end of the suture was cut appears to be by the use of a surgical instrument. The other two section of the suture were examined, a extreme of suture pieces present elongation and the other end was cut. In addition, the suture pieces were matched between them. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During suturing the suture was broken. There were no adverse consequences to the patient.